Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation approximately 1.5 years after primary surgery on (B)(6) 2019. Manufacturer became aware of first revision (dated (B)(6) 2019) on january 5 2021, during which the 135/145 40/+3 humeral cup was explanted and replaced with a 40/+6 standard cup and a 135/145 reversed adapter for an extra +9mm of spacing. During the second revision on (B)(6), the 40/+6 standard humeral cup was explanted and replaced with a 40/+9 stability cup, which combined with the reversed adapter already in place created a total spacing of +18mm.